Event description:
Reportedly, during testing, an 'f1o2 low' alarm occurred. Attempts were made to calibrate the oxygen sensor but it resulted in 'oxygen cal failed' and 'oxygen sensor error' messages. Upon replacing the sensor, this issue was resolved. There was no patient involvement.